Event description:
It was reported to philips that there was an issue with the rotation of the c-arm. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned non-emergency treatment. The procedure was completed as planned by using the same system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the issue with geometry rotation. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the issue lies with the steel cable of the c-arch's boa. To resolve the issue, fse replaced the defective balancer unit clea3. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.